Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "completely disintegrated breast implant."

Event description:
Patient representative reported right side "completely disintegrated breast implant" and depression. Patient representative additionally reported patient "lost ability to breastfeed after the explant surgery"; this event is not device related. Device has been explanted.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.